Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: customer stated that he has not taken his diabetic medication in about a month. Manufacturer contacted customer on 5/23/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that he took his medications, drank a lot of water and rechecked his blood sugar that morning; customer stated he obtained a result of 480 mg/dl.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 250 - 270 mg/dl. During the call, the customer stated that he had eaten a hamburger, regular coca cola and a chocolate bar about an hour ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/19/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: hi (B)(6) 2019 03:29 pm fasting: no. Memory concerns: customer concerned with hi result obtained on (B)(6) 2017. The customer stated that he ate a hamburger, regular coca cola and a chocolate bar about an hour ago. He also stated that he has not taken his diabetic medication in about a month.